Event description:
It was reported that the device was stuck. The target lesion was located in the left anterior descending artery. A guidezilla ii was selected for use. During the procedure, it was noted that the device was stuck, however, no further details were available. It was noted that the device was removed normally from the patient, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that the device was stuck. The target lesion was located in the left anterior descending artery. A guidezilla ii was selected for use. During the procedure, it was noted that the device was stuck, however, no further details were available. It was noted that the device was removed normally from the patient, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
The device was returned and evaluated by manufacturer. Visual and microscopic inspection revealed no damage or irregularity. Based on reported events, a test guide catheter was selected for functional testing. The guidezilla ii device was inserted into the test guide catheter and was able to be inserted and pass through the guide catheter and out the tip with no issue or resistance successfully.